Manufacturer narrative:
Device evaluation: product evaluation found lens returned dry in a micro centrifuge vial. Visual inspection found haptic torn and clear residue on lens. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens work order search: no similar complaint types reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon attempted to load a 12.6mm vticm5_12.6 implantable collamer lens, it tore. However, an incision had already been performed on the patient's right eye (od). Reportedly, the patient waited in recovery until an alternate lens was available. A second surgery was performed and the back-up lens was implanted successfully. This occurred on (B)(6) 2017.